Manufacturer narrative:
(B)(6) 2019 we have requested the device be returned to the manufacturer. To date, we have not received the device.

Event description:
(B)(6) 2019 the consumer claims to have received a burn on her shoulder while in use of the product.